Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to oversensing of air bubble escaping from the device header. There was no evidence of therapy exhaustion. High threshold measurements were observed but there was no evidence of loss of capture (loc) or asystole. It was also discovered that this device was implanted after the use before date. No adverse patient effects were reported. The device was reprogrammed and remains in service.